Event description:
Acetabular revision of 44mm trident all poly constrained acetabular insert - had been cemented into zimmer trabecular metal revision cup 54mm od & 42.8mm ID (per zimmer rep). Biomet taperloc stem with 22mm head insitu.insert totally destroyed with burr, reamers & osteotomes during removal.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was disposed at the hospital and was not returned to the manufacturer. Additional information has been received. When completed, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.

Event description:
Acetabular revision of 44mm trident all poly constrained acetabular insert - had been cemented into zimmer trabecular metal revision cup 54mm od & 42.8mm ID (per zimmer rep). Biomet taperloc stem with 22mm head insitu. Insert totally destroyed with burr, reamers & osteotomes during removal.

Manufacturer narrative:
An event regarding revision of a trident all poly constrained insert was reported. The event was not confirmed. The provided images were rejected for clinician review. Op reports and additional medical records would be required to provide a meaningful dictation. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the manufacturing lot. The information provided did not provide any evidence as to the indication for revision. The event could not be confirmed nor the root cause determined due to the minimal information received.